Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of ventricular signals on the atrial channel. Boston scientific technical services (ts) was consulted and the health care professional (hcp) confirmed sensitivity has been reprogrammed. Additionally, ts noted the patient experienced slow ventricular tachycardia (vt) events below the current programmed zone. Reprogramming options were discussed to optimize device therapy. No adverse patient effects were reported. At this time, this device remains in service.